Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the version handle that snaps into the broach handle broke off during a left hip surgery. Small inner pieces broke. Sales manager was informed by the surgeon that from an x-ray it was noticed that one of the ball bearings was found in the hip. Rep is not aware if the surgeon will revise the patient yet or not.

Manufacturer narrative:
Corrected data: product returned. An event regarding crack/fracture involving a quick connect handle was reported. The event was confirmed. Method & results: -device evaluation and results: the device¿s body fractured in overload. Examination of the device by the mar engineer indicated that the device fracture due to overload condition. -medical records received and evaluation: not performed as medical records were not provided. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that crack/fracture was caused by the device¿s body fracture in overload. No material or manufacturing defects were observed on the surfaces examined.

Event description:
It was reported that the version handle that snaps into the broach handle broke off during a left hip surgery. Small inner pieces broke. Sales manager was informed by the surgeon that from an x-ray it was noticed that one of the ball bearings was found in the hip. Rep is not aware if the surgeon will revise the patient yet or not.